Event description:
It was reported that a patient underwent a sling procedure on an unknown date. The patient experienced pain in her buttock immediately after the procedure. The patient was discharged home the next day. The patient continues to experience electric pains in buttock, back, inside thigh along with dyspareunia. A scan showed partial erosion, loop on the right hand side and the right arm is out of place. Additional information was requested.

Manufacturer narrative:
It was reported that a patient underwent the sling procedure on (B)(6) 2013 due to server stress incontinence. On (B)(6) 2014, a transvaginal and translibial ultrasound noted the loop and right arm of the mesh was out of place. Patient¿s symptoms are sharp pain in the buttock and leg, groin pain and a feeling of an icepick inside the vagina. Patient was given gambapentin, tramadol, naproxen, diazepam, pregamplin, co-drydramol, oramorph for pain. The patient reports there is a scheduled appointment with a urogynacologist. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.